Event description:
Two of the tampons have gotten stuck inside me because the string has come off; string broke [device breakage] . One I was able to remove myself and the other I had to go to the doctor [foreign body in reproductive tract] . Case narrative: on (B)(6) 2024, a spontaneous report was received from a consumer regarding a 38-year-old female who was who was using o.b. Original tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date (reported as using consumer was 18 years old, relative to (B)(6) 2024), the consumer started use of o.b. Original tampons. On an unspecified dates, after inserting the product, two of the tampons had gotten stuck inside the consumer because the string had come off. She was able to remove the one tampon herself, but she had to go to the doctor for the other one. Both times, she was using the lowest absorbency tampon in the multipack, and she barely pulled the string at all. It was almost like the string had already started to disintegrate. As of (B)(6) 2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. Corrective actions were implemented for the root cause of the problem.